Manufacturer narrative:
This event happened at (B)(6). Approximate age of device, 10 months. During the investigation of the device an incidental finding of an lvad internal fault advisory was identified. Manufacturer's investigation conclusion: review of the event log file data downloaded from the returned system controller confirmed lvad internal fault advisory events associated with an eeprom communication error. The controller event log file retrieved from the returned system controller, serial number (B)(4), contained data from (B)(6) 2019 (B)(6) 2019 and showed that the stored patient speed and low speed limit were both set to 6000 rpm until (B)(6) 2019 at 10:05:04 am, when the speeds were changed to 5700 rpm and 5300 rpm, respectively. From the beginning of the log through timestamp (B)(6) 2019 10:05:26 am, the pump appeared to be operating normally with estimated flow values remaining stable in the range of about 4.5-5.5 lpm. No atypical events or alarms were captured during this timeframe. On (B)(6) 2019 at 4:08:31 pm, the pump speed reduced to 0 rpm and the pump remained stopped until timestamp 4:08:41 pm (approximately 10 seconds later), at which time lvad internal fault advisory events activated. The lvad faults were associated with eeprom communication error (f46) and e2p_crc (f59) lvad fault flags. The lvad internal fault advisories remained active until timestamp 4:29:59 pm when the driveline was disconnected. The root cause of the communication issue could not be conclusively determined. Of note, the low speed limit reduced from 5300 rpm to 5000 rpm at the time of the pump stoppage event and remained at 5000 rpm through the end of the log. During the lvad internal fault events after the pump stoppage, the pump operated at actual motor speeds ranging from 5000-5300 rpm associated with slightly reduced calculated flow values of 3.2-3.3 lpm as the customer reported. It was reported that no harm to the patient occurred as a result of the event and the reduced speed and flow issues resolved following an exchange of the system controller. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a review of the log file data identified a communication error that resulted in lvad fault advisories. No further information was provided.